Event description:
It was reported that one hour after implant of the right ventricular lead, a pacing anomaly was seen through electrocardiograms. The patient was asymptomatic it was determined that the lead had dislodged. It was explanted and replaced. The patient was in good condition following the procedure and would be monitored through follow-up.

Manufacturer narrative:
(B)(4).